Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is in clinic for a post-op and provider is seeing high impedances-- all contact pairs were out of range except c/0 at 1830 with bipolars showing 'high'. Provider ran impedance again at 1.0ma and it 'went from red to orange' and all monopolar's were >5k ohms except 0 and all bipolars were >10k ohms. At this point in the call the provider noted that the mdt rep was calling and they promptly ended the call. No symptoms were reported.

Event description:
Actions/interventions taken involved programming at contact 0 (where impedance was normal). Unknown at this time if high impedance resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.